Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within one day post-implant, the patient experienced nerve/muscle stimulation in the upper chest. The right at rial (ra) lead had no capture and was dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.